Event description:
The ambulance crew was called to respond to a diabetic event. When the paramedic attempted to check the patient's blood sugar level, using the ambulance service's glucometer, the glucometer errored a low battery and the paramedic was unable to use the glucometer for testing. Back-up glucometers are not available on the rig, but fortunately, the patient's spouse gave the paramedic the patient's own glucometer to use for testing. Follow up action: the glucometer was pulled from service and sent to biomed staff at the ambulance headquarters. It was confirmed that the batteries required replacement. The batteries were replaced and the unit worked fine. Because the batteries are replaced on all glucometers every six months (last performed 3/13/2016), batteries on all glucometers were checked, but no other units required replacement at this time. After discussion of the event, an additional process step will be added which is that the date will be written on the batteries when they are switched out to ensure that they don't have any units (batteries) get missed during the switch out process.